Event description:
A phlebotomist was starting to use a heel warmer device to warm up an infant heel prior to drawing blood. She "popped" the center bubble per procedure and when she was squeezing the device, it broke open. The liquid inside the device splashed on her shirt, eye glasses, pants, shoes, and into her right eye. Either lot #vos082 or vop023.